Event description:
End user was walking with walker when the back leg broke. The leg broke at the weld joint and the user fell. Sustained no injury.

Manufacturer narrative:
Unable to determine root cause of failure. Product broke at the weld joint.